Event description:
It is reported that after the procedure of passage, it was observed the presence of two holes near the butterfly. The catheter was removed and another catheter was placed which also presented a hole.

Manufacturer narrative:
This complaint of a catheter leak is confirmed. A single pinhole leak was identified during hydraulic pressurization. It should be noted that the leak is only observed during hydraulic pressurization. The leak appears as small bead of water. The leak site is located 1.3 inches proximal to the distal tip of the catheter. No mechanical damage to the catheter was observed. According to the product instructions for use (IFU) the catheter should be flushed to activate the hydrophilic coating on the stylet wire. When it is not rpe-flushed, the wire can cause a series of holes similar to that which is found on the implicated catheter. At this time the mechanism of damage is undetermined. The per-q-cath catheter comes with a stylet wire pre-inserted into the catheter lumen. The stylet has a hydrophilic coating on the outer coils of the wire. This coating eases wire retraction when irrigated makes the surface of the wire very slippery. Activation of this feature requires the user to flush the catheter lumen prior to stylet retraction. If the user does not irrigate the lumen prior to attempting stylet removal, the inner lumen can be damaged when resistance met if the user continues to apply traction. Also, if the catheter is not repositioned when resistance is encountered, or if the catheter is held by a clamping instrument during stylet retraction, the stylet wire can damage the inner lumen of the catheter. The outer coils of the wire act as an abrasive saw as it is drawn through the lumen, leaving a trench inside the lumen that may breach the wall. The IFU gives full warnings concerning this issue. Tags at the proximal end of the stylet wire and the IFU instruct the user to pre-flush the catheter with saline in order to wet the hydrophilic stylet. The IFU cautions to never use force to remove the stylet and gives suggestion for how to proceed when resistance is met.